Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming correctly. They were not forming completely. The tip of the clip was touching on the posterior side of the device. The clips were ejecting from the device. They fell into the patient's cavity and were retrieved. They got another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.